Event description:
This was reported as an arteriotomy closure of the common femoral artery with a prostyle device using the pre-close technique prior to a percutaneous transluminal angioplasty (pta) procedure. Reportedly, it was noted that the guidewire exit port markings came off. The pieces of markings that came off were removed from the patient anatomy and the procedure was completed. Hemostasis was achieved with the same prostyle device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported exit port markings coming off. It should be noted that the biocompatibility testing for the white ink used in the prostyle smcr guidewire port marker pad print returned with a toxicology assessment ¿no biological risk ¿ below tolerable exposure. Titanium dioxide (the white ink used in the pad print) is generally regarded as nontoxic and biologically inert. It is also water insoluble and therefore cannot be removed by saline and or blood contact alone. In this case, the markings may have come off as a result of contact with anatomy or rubbing/friction action during the procedure, however, this could not be confirmed as the device was not returned. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information: d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated.